Event description:
Instrument was picked up from (B)(6) and the personnel there informed us that this device was broken. No explanation as to when or how it happened.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub-supplier) and additional in-house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (approximately 4 years) we pre-suppose that this target device had fulfilled its tasks in former surgeries as intended. The breakage surface at the connecting rim of the reception shows typical traces of a brittle breakage like no plastic deformation which suggests that sudden force was applied (e.g. Accidentally dropped or hammer-blows upon re-positioning or removal of the nail). Furthermore pre-damages in former surgeries cannot be excluded. Functional check revealed that in the distal dynamic position the sleeve could not be held as intended from the target device due to the broken off piece at the reception. Thus function was not given any more. The found damage of is not device related but rather related to inadequate handling in an intra-operational procedure. The damage found was clear visible and would have been noticed during checking of the instruments as although function was not given as intended. Checking of instruments is required by IFU prior surgery. The brochure instructions for cleaning, sterilization, inspection and maintenance (l240020009) shows several examples of damages and recommends removing of such damaged products.

Event description:
Instrument was picked up from (B)(6) hospital in (B)(6) and the personnel there informed us that this device was broken. No explanation as to when or how it happened.